Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed through onsite inspection and the analysis of the log file that there was an intermittent problem with the image disk of the image processing pc. The image processing pc was replaced and the system was returned to use in good working order.

Event description:
It has been reported to philips that at the start of an emergency procedure there was no x-ray to perform. There was a delay of 30 minutes while the patient was being transferred to another room. No patient harm has been reported to philips. Philips has started an investigation for this complaint.